Event description:
It was reported that the front end of the catheter was partially broken when the patient was removed for labor analgesia after delivery. Additional information: a surgical intervention was actually performed and the patient condition was fine. The doctor used CT scan to assist the surgery to remove the broken part not dsa.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-110a; rev. 02, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU also warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." The IFU for this kit, e-17019-110a; rev. 02, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU also warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without a sample.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the front end of the catheter was partially broken when the patient was removed for labor analgesia after delivery. Additional information: a surgical intervention was actually performed and the patient condition was fine. The doctor used CT scan to assist the surgery to remove the broken part not dsa.